Event description:
A customer reported that approximately 10ml of clear fluid leaked from coulter act diff 2 hematology analyzer. It was suspected that the fluid contained diluted blood. The customer was initially experiencing platelet (plt) and hemoglobin (hgb) failures at startup. The operator was wearing gloves and lab coat. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was not reviewed, but there is an exposure control or risk management plan in place. Patient results were not affected and there was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The fse found dried diluent in the bath compartment and the hgb lamp was intermittently cutting out due to leak. The fse found the probe wipe was leaking, and replaced the probe wipe and its respective tubing as well as the hgb lamp. Another leak was found coming from the plt manifold connector and the fse tightened the fitting. The customer called back later reporting that the instrument was still leaking. A second fse found the diluent delivery tubing to the wbc bath was disconnected, and reattached the tubing. While onsite the fse also disassembled and cleaned the needle pierce assembly, reattached the front door seal and replaced the waste pump filter. There was no further evidence of leaking. Repairs were verified as per established procedures, and the results met the published performance specifications. The cause of leaking was the probe wipe, a loose fitting from the plt manifold connector, and disconnected tubing at the wbc bath. (B)(4).